Manufacturer narrative:
(B)(4).

Event description:
It was reported that increase in threshold and impedance was observed at device change-out. Prior to procedure, lead impedance had been rising. During most recent remote transmission, non-sustained rv oversensing episodes showed loss of ventricular capture. There was no adverse event to the patient. Programming changes were made. Patient was fine.